Manufacturer narrative:
Device evaluated by manufacturer: the pusher wire, the introducer sheath and the main coil were returned for analysis. The pusher wire and the main coil were not interlocked. The introducer sheath was inspected, and no anomalies were found. The twist lock of the introducer sheath had been opened. The pusher wire was inspected, and it was found kinked. The main coil was returned kinked and stretched. The proximal end of the pusher wire has a smooth surface. The interlocking arm of the pusher wire was inspected, and no anomalies were noted. The main coil zap tip has a smooth surface and the interlocking arm was detached. The dimensional inspection revealed that the outer diameter (od) at the pusher wire, zap tip and primary coil were found to be within specification. However, there were missing fiber bundles.

Event description:
Reportable based on device analysis completed on 19-apr-2022. It was reported that the coil could not be delivered and was stretched. The target lesion was located in the renal artery. A 6mm x 20cm interlock coil was selected for use. During the procedure, a microcatheter was used to deploy a 10mmx20cm and a 8mmx20cm 18-coil and both were deployed normally. However, when the 6mm x 20cm coil was deployed, it could not be delivered from the catheter. After repeated attempts, the coil was slowly pulled out and was found to be stretched and damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed that the interlocking arm got detached and there were missing fiber bundles.